Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and found a loose tube on the no foam bottle. Fse replaced the no foam bottle hose and verified repair per established procedures. The issue was resolved by routine service repair. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak from the back of the unicel dxc 800 pro synchron clinical system. The leak appeared to be waste. No injury was reported and no erroneous results were generated.